Manufacturer narrative:
H10: the actual device was received for evaluation without a cap. Visual inspection noted the silicone tubing was separated from the twist clamp. There were markings on the tubing indicating the tubing was positioned on the leg of the female connector. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug will cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and the silicone tubing of the minicap transfer set. The event was further described as ¿the hose from the u-piece has completely come out of the thread¿. The part had not been pulled. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.